Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medication spilled inside the drawer and damaged the rowboard tray and cable. A field service engineer (fse) discovered that medication spilled inside the drawer, and it damaged the rowboard tray and cable. Fse replaced both with assembly tray half height and assembly cable ribbon rowboard and rebooted the station. Fse ran firmware updates and tested in hardware test application (hta). The customer performed inventory, and the repair was verified. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was stuck and failed despite rebooting, the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.